Event description:
It was reported by the customer that the device was used in an unknown procedure, the distal end would not hold the clips. It is unknown how the case was completed. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the instrument was returned in good physical condition. The instrument was loaded, retained, and formed the clips properly. The instrument was fully functional and conforming to design specifications.